Manufacturer narrative:
(B)(4). Device evaluation: a cartridge of lot number b201638 has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridges have been returned to animas but evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient's father reported that the patient is having air bubbles in the tubing occasionally over the last four years. She said that over the past one to two months the air bubbles have appeared more frequently. There was no reported patient impact associated with this complaint.